Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was there is a low draw volume and erroneous results. The following information was provided by the initial reporter. The customer stated: "vacutainers do not draw enough sample and therefore the reports are inconclusive."

Manufacturer narrative:
H.6. Investigation summary: material #: 363083; lot/batch #: 1259185. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results and underfill were observed. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (underfill) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The citrate tubes performed as expected. No test(s) were specified regarding erroneous results despite multiple inquiries. Therefore, no further testing could be performed at this time. If further clarification is received, this issue will be revisited. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results and underfill. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results and underfill were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was there is a low draw volume and erroneous results. The following information was provided by the initial reporter. The customer stated: "vacutainers do not draw enough sample and therefore the reports are inconclusive."